Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 550 mg/dl. Customer's blood glucose was treated with a manual injection. The customer also reported several no delivery alrms. The customer stated the alarm would occur one to two days after an infusion set change. The customer was unable to troubleshoot at the time of the call. Customer declined to return the insulin pump for analysis.